Manufacturer narrative:
Manufacturer¿s investigation conclusion: analysis of the submitted log file confirmed slight elevations in power and estimated flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the patient¿s elevated lactate dehydrogenase (ldh), log file findings, and heartmate ii left ventricular assist system (lvas), serial number (B)(4) could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2019 at 15:57 through (B)(6) 2019 at 03:28. Slight elevations in power over 8 w were captured intermittently beginning on (B)(6), reaching a maximum of 8.9 w on (B)(6) 2019 at 20:24. Estimated flow was also slightly elevated during these events, ranging from 9.3-10.7 lpm. Overall, power ranged from 5.9-8.9 w, estimated flow ranged from 5.6-10.7 lpm, and average pi was between 2.9 and 6.5. Average pi remained relatively stable over time. The pump speed remained above the low speed limit for the duration of the file. No atypical alarms were captured and the system appeared to be operating as intended. Multiple requests for additional information were sent to the account; however, no further details were provided. The patient remained ongoing on heartmate ii lvas, serial number (B)(4) until a heart transplant was performed on (B)(6) 2019. (B)(4) was returned and investigated under MFR report# 2916596-2019-02223. No device-related issues were identified through the analysis of (B)(4) and a correlation to the patient¿s elevated ldh could not conclusively be established. The heartmate ii lvas instructions for use (IFU) lists hemolysis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. This IFU also provides detailed information regarding pump speed, power, flow, and pi and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Also noted is that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, this document contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years 5 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that log files were reviewed. The patient was presented with lactate dehydrogenase (ldh) spike 1213 on routine monthly monitoring on (B)(6) 2019 (was 249 on (B)(6) 2019). Patient reported that he felt well and had no outward signs of pump thrombosis (no bloody urine, no pump chugging, etc.) Patient was actively listed on the transplant list and was moved to status 2 for device malfunction. He was currently receiving IV bivalirudin. CT showed no inflow or outflow obstruction. Log file analysis showed some intermittent power and flow elevations taking place across (B)(6) 2019, (B)(6) 2019, (B)(6) 2019. The pump was maintaining its set speed. No other unusual events were noted.